Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right atrial (ra) lead displayed intermittent atrial undersensing on stored atrial tachycardia (at) / atrial fibrillation (af) electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.